Event description:
It was reported that during a da vinci-assisted surgical procedure, clips were not staying attached with the large hem-o-lok clip applier. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have grip input disk #6 broken inside the housing.